Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had air bubbles. Customer stated that insulin pump was wet inside. Customer stated that leak was occurring from both reservoir barrel and o-ring. Customer stated that reservoir had leak at reservoir barrel. Customer stated that leak occur during reservoir fill from vial. Customer advised that leak could be an air bubble in the reservoir that was expanding during filling. Customer declined the troubleshooting. No harm requiring medical intervention was reported. The device will not be returned for analysis.